Manufacturer narrative:
(B)(4). The complaint device was not returned by the customer, no product analysis could be performed. Objective evidence from field determined that perforation occurred. The complaint investigation conclusion code is known inherent risk.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. X-ray, computed tomography (CT) scan, and transesophageal echo (tee) test determined the lead perforated into the pericardial space, with a small effusion noted by the physician. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.